Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns an unreported patient. The patient was taking an unspecified medication for treatment of an unreported indication. On (B)(6) 2010, the humapen burgundy memoir pen (lot 0907c03) was reported to have a display which could not be turned on. Upon visual inspection the memoir pen had segments missing in the dose numbers. This humapen burgundy memoir was associated with pc 1177010. It was unreported who operated the device, their training status, and the length of time the pen was used. The return of the device has occurred on (B)(6) 2010. The use of this humapen burgandy memoir pen was not continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.